Manufacturer narrative:
The device evaluation showed the following: engineering removed the handle covers and the spine was examined. The manifold assembly contained dried blood. The septum appeared to be intact with no obvious damage. The glue ports were inspected and appeared to be filled with glue and cured. Purple dyed water was pressurized through the septum into the manifold area to determine the location of the leakage. Purple dyed water was observed externally, towards the nose of the spine. Inspection near the leak was done and insufficient glue was observed under the catheter in the nose of the spine. Based on the findings from this evaluation, the observation ¿a blood leakage from the handle of the device was observed (amount of the blood leakage is unknown)¿ was confirmed. The likely cause for the observed leakage was an incomplete seal caused by an insufficient amount of glue in the nose of the spine. Emdr section h6, codes d15, d0301 updated to reflect results of investigation. B5: corrected.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. While a trunk ipsilateral leg endoprosthesis was implanted, a blood leakage from the handle of the device was observed (amount of the blood leakage is unknown). It was reported that the blood leakage was continue until the catheter of the trunk ipsilateral leg endoprosthesis was removed outside of the patient body. Reportedly, a transfusion was not required, but the trunk ipsilateral leg endoprosthesis was deployed slightly in hurry. The patient tolerated the procedure.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. While a trunk ipsilateral leg endoprosthesis was implanted, a blood leakage from the handle of the device was observed (amount of the blood leakage is unknown). It was reported that the blood leakage was continue until the catheter of the trunk ipsilateral leg endoprosthesis was removed outside of the patient body. Reportedly, a transfusion was not required, but the trunk ipsilateral leg endoprosthesis was deployed slightly in hurry. After all devices were implanted, a proximal type I endoleak was observed. An aorta extender endoprosthesis was implanted proximally. An angiography was not performed after the aorta extender was implanted. Therefore, it is unknown whether the endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.